Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified underweight, broken shell, red particles, and missing shell. A microscopic analysis was performed which identified a sharp edge opening with non-penetrating nicks assessed as surgical impact opening on the posterior side, and stress marks. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp edge opening with non-penetrating nicks due to surgical impact opening, and non-penetrating nicks (stress marks).